Event description:
In 07 -tsr installed the versacare inline spring kit on 164 beds at this account. He reported that at least one of the siderails would not latch in the up position on every bed. He did not record which siderail would not stay latched or how many for any of the beds. I will make a complaint for each bed.